Manufacturer narrative:
Integra has completed their internal investigation on august 15, 2017. Results: evaluation of returned device; evaluation verified customer information as valid. Blade bed and gauge bar have scratches and burrs. Eccentric screws, bushing and cap are worn off. Width clips 2",3" and 4" are worn off. Power supply ((B)(4)): no failure found. Perform function and safety test. DHR review: no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history: a two year look back from 08/03/2015 to 08/03/2017 for this reported failure using key phrase "cut too thick" for product ID 3539700 shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: failure mode was confirmed through the failure analysis. It appears improper handling would be a contributing factor to this failure.

Event description:
One of 2 reports. Other mfg report number: 3004608878-2017-00247. It was reported that the dermatome cut the graft too thick. It cut the skin on the head of the patient until periost (dermatome on 0.05 mm). Issue detected at the beginning of the procedure. The event lead to 10 minutes surgical delay. Additional information has been requested.